Event description:
Fire dept personnel were attending to a pt, condition unk. While attempting to monitor the pt, the device allegedly lost power intermittently. A back up monitor was obtained and used to continue treatment to the pt. There were no adverse effects reported as a result of the alleged malfunction.